Event description:
Using the tommee tippee wearable breast pump, it was working ok but I wasn't experiencing the same output as I did with my main pump so I got help with trouble shooting the problems and concluded the device was working I just changed my insert size. Sometime after I got it fixed there was an update, the next use after this update the suction was so painful it put me in tears. I watched the youtube videos from the natural lioness that mentioned this was a common complaint after the update. The pain was too intense for me to further troubleshoot.